Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12832. It was reported that one of the patient's leads migrated. Patient reported multiple falls which may have contributed to lead migration. In turn, the patient underwent surgical intervention wherein the existing lead was explanted and replaced. Effective therapy was established post-op. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.